Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, a ¿cs069¿ alarm was reproduced at power up. The pump was unable to recover from the ¿cs069¿ alarm after reboot, further testing steps were failed from the hard alarm. The ¿cs069¿ failure was defined as language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in the black box. The error was resident to the flash chip (u39). One cs 012 alarm was present in the black box on (B)(6) 2017. The complaint was unable to be further investigated as additional failure prevents adequate investigation. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.